Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, g3, g6, h2, h6, h8, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single ap view of the left hip demonstrates a left total hip arthroplasty with screw fixation of the acetabular cup. Acetabuli protrusio. Asymmetric position of the femoral head with acetabular cup consistent with polyethylene wear. Femoral component is intact. Mild heterotopic ossification. A definitive root cause cannot be determined this complaint can be confirmed via provided x-ray if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). G2: foreign: canada. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure 30 years post implantation due to poly wear. There was no additional information available at the time of this report.